Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition, the device was sent for downstream occlusion testing and passed without any errors. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump "downstream pressure is alarming at 7.52 and then getting stuck in the alarm mode". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.